Manufacturer narrative:
Section f completed by the manufacturer. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Follow up information was obtained from the reporting facility clarifying that the lens was fully inserted when they notice the haptic tore; therefore, the lens was removed. An incision enlargement occurred during removal of lens as well as sutures to close the incision. However, there was no capsule tear or a vitrectomy performed. The suspect product for this event is a z9002 23.0, serial number: (B)(4). The surgeon replaced it with a z9002 lens, serial number: (B)(4). Reportedly, the patient is stable post-operatively. Corrected data: it was initially reported that there was a vitrectomy performed in MDR supplemental #1; however, the nurse confirmed that there was no vitrectomy performed. The serial # is corrected to (B)(4) and the expiration date is corrected to july 12, 2017. The device manufacturing date is corrected to july 12, 2012. A review of the manufacturing records showed that all process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures was done and did not show any change in manufacturing method, inspections, or specifications that could be related to the reported complaint. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Product problem is now checked. Follow up information was obtained from the reporting facility. Initially, an alcon intraocular lens (iol) was implanted in the patient's eye. The haptic tore and the lens was removed and a vitrectomy was performed. Then the z9002 was implanted. Two differing stories were received. One: while polishing the z9002 the iol tore, the incision was enlarged to remove the iol and another z9002 was implanted. Unplanned sutures were placed to close the wound. A z90002 is what remains in the patient's eye. Second story: the iol tear occurred during the polish of the alcon lens, not the z9002. The serial number of the reported device has an implant registration card submitted to the manufacturer. The facility returned an empty box that corresponded to the serial number of the device that is the subject of this report. (B)(4). The manufacturing records were reviewed. All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass disposition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the complaint type was generated during the manufacturing of this production order. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an tecnis z900200230 was implanted and then removed so a vitrectomy could be performed. Another intraocular lens (iol) was then placed in the patient's left eye. No other information was provided.